Event description:
It was reported that pump experienced malfunction alarm coded as malf 9, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level, as caller did not provide information about blood glucose values. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm occurred again.